Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable as inserted into the skin. On (B)(6)2025, it was reported by the patient that she went to the hospital because the readings were inaccurate between her cgm and bg values. While tech support was asking a question about the event, the call got disconnected. Tech support made follow up attempts to reach the patient, but they were all unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.